Event description:
Reprocessed medline blunt tip sealer ligasure not functioning when plugged in. Initial error was unknown instrument, removed and attempted to re-plug in for a second time, stated error. Stated already used item. No harm to patient, sterile field not compromised, md aware. Ligasure removed and new product opened and used.